Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer experienced an error on startup. It was noted that the issue was persistent. The programmer is expected to be returned for repair. There was no patient involvement.